Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system which reported a result of 4.3 inr. "Within minutes" an additional sample (type not provided) was obtained from the patient and, when tested on an unspecified laboratory instrument, measured 3.1 inr. Based on the coaguchek xs system result, patient was advised to withhold coumadin dose. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.